Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported the catheter broke inside the patient, disconnected from the hub. Patient had to be transferred for diagnostic and surgical intervention. The intervention occurred (B)(6) 2025. The device was successfully removed at another facility. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter is confirmed and was determined to be related to use of the device. One powerglide pro catheter section was returned for evaluation. An initial visual observation revealed abundant blood residues throughout the returned product. The catheter was observed to be broken towards the proximal end of the device. A microscopic observation revealed an overall elliptical shape of the catheter. The fracture surface of the break site appeared granular and shiny. The fracture edges appeared to have ¿c¿ shaped impressions leading into the break site. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak. This complaint will be recorded for future trending and monitoring purposes.